Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no physical damage was observed to the keypad; all buttons are responsive when pressed and there is no delay. The keypad was removed and no contamination was observed around the button contacts. Unrelated to the complaint, the evaluation revealed a dislodged display screen and partially dislodged force sensor pins and an out of calibration force sensor. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the patient attempted to prime three times; the patient reported that the pump completed the rewind and load cartridge steps but during the prime step the pump dispensed all of the insulin even after the ok button was released. The patient reported that the pump was stopped by removing the battery.